Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code a034 in the memory which is related to a potential issue of the device to to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code a034 in the memory which is related to a potential issue of the device to to charge for defibrillation energy. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.